Event description:
Customer reported she was hospitalized for high blood glucose of 500 mg/dl. Customer was experiencing highs and administered a bolus with the insulin pump and blood glucose would not lower. Customer was treated with IV insulin, stabilized, and released. The drive support cap appears normal. Current blood glucose was 385 mg/dl. Symptoms: feels bad, frequent urination, and excessive thirst. The drive support cap appears normal. No air bubbles or leaks noted. Manual prime was performed and insulin did exit. Settings were correct. Device passed high pressure test. Cannula was not bent and is not occluded. Customer was advised to do a complete set change.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.